Event description:
Defective infusion tubing leak of tpn at juncture of tubing after threaded through pump. Third occurrence: I am writing to advise you of a potentially life threatening problem with infusion tubing used to provide my tpn infusions and to request steps be taken to remedy this situation. Over the course of the last 14 months, I have experienced three leaks in the curlin infusion administration sets, ref# 340-4128. In each case, there was a different lot number, and expiration date. While one problem might be considered a fluke, and two a coincidence, three indicates to me a significant design flaw or a system failure exists, which duly notified has not been remedied by the company. After each incident, I notified my local medical supply provider "(B) (4)" of the problem, and provided the actual defective tubing and packaging (which included production lot numbers and expiration). Location of leaks: in each of the three occurrences listed below, the leaks occurred at exactly the same location - after the thicker tubing threads thru the pump (and hence after the alarm system that could warn the pt of a problem) where it joins with the thinner tubing that delivers the tpn. The problem is not visible to the naked eye, and the actual leakage does not immediately occur, but rather happens once the level of line pressure achieves the plateau rate. This in itself adds to the problem since my infusion protocol is over a 9 hour period nightly with a 1 our ramp up (and a 1 our ramp down at the end of the infusion). The leak is not detected until a puddle forms beneath the pump. My only way of discovering this problem is by awakening to use my bedside commode and stepping into the puddle. History of occurrences: incident #1 occurred (B) (6) 2008 with either tubing lot #70913 or 70318, expiration 2012-10. According to the local (B) (4) branch supervising nurse, steps had been taken to alert (B) (4) (zevex) and detailed information was provided. No response was received. Incident #2 occurred on (B) (6) 2008, lot #d80202, expiration 02/2013. Again (B) (4) notified (B) (4) customer support, zevex repair department. Attempts to follow up were made (B) (6) and at my insistence (B) (6). On that date, (B) (4) rec'd information that the flawed tubing I submitted had been tested by pressurizing the tube with air at 20 psi, submerging the tubing under water, and that they could see air bubbles coming from the leak, zevex supposedly had the MFR correct the solvent used to connect the tubing. (B) (4) notified the FDA of the problem. Incident #3 occurred on (B) (6) 2010 in lot #d90711 expiration date 2012-06, at exactly the same juncture. I again notified (B) (4) immediately with all the details. This time however, I have retained the tubing. Requested actions: I am writing to you to seek regulation of this product. Such a leak could result, at a minimum, in a line sepsis (infection) which is extremely dangerous for the pt, may require hospitalization, intra various antibiotics and surgery to replace the contaminated central line. Even more drastically, it could cause death by creating an air embolism. I am also asking coram to seek out a more reliable MFR of this tubing, and in addition to identify & alert other pts who may have rec'd this lot number. I am requesting the FDA investigate this problem to ascertain how widespread it is, to monitor the connection of these defects, and to put in place mandatory quality assurance procedures for this MFR. I have used the curlin medical pump 4000 cms and the curlin administration sets for well over two years. However, I have been infusing tpn nightly since 1995, and have used a variety of infusion pumps without ever experiencing problems of this nature. While I and others with similar medical conditions must rely on medical equipment to sustain our lives, we should not be subject to mfg process that repeatedly jeopardize our health, and indeed our very existence.